Event description:
Livanova received report that a electrical venous occluder (evo) gave an error code associated to the clamp encoder during priming. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in bad oeynhausen, germany. Through follow-up communication livanova learned that the evo clamp could no longer be calibrated to the hose system, only 0% and 100% were possible. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: review of similar events submitted by the same customer in the 2022 highlighted that one (1) occurred in may 2022 on electrical venous occluder (evo), serial number (B)(6), and was solved in june 2022 by replacing the encoder and ribbon cable and further two events were related to the failure calibration of the following electrical venous occluders (evo): serial number (B)(6) occurred in july 2022 and serial number (B)(6) occurred in september 2022. No service activity has been scheduled yet for this device. However, based on investigation results of previous similar cases, the reported issue can be due to: defective flat ribbon cable; defective encoder board; loose magnet from the magnet holder. If service activity will be performed on this device or any additional information is received, a supplemental report will be submitted.

Event description:
See initial report.